Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to interface board due to a broken solder joint. The insulin pump had a cracked reservoir tube lip, scratched lcd window, scratched case, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 238mg/dl. The customer states the insulin pump went blank after being dropped. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap is corroded. The customer stated that the insulin pump was not exposed to moisture. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The device will be returned for analysis.